Manufacturer narrative:
(B)(4).

Event description:
The patient was not receiving pain relief after multiple dose increases. The physician attempted a catheter dye study; the physician was unable to aspirate any csf back. The patient was scheduled for a revision. When the physician opened the spinal portion, he noted the catheter was not in the intrathecal space; it was coiled up in the fascia. The entire catheter was replaced. There was no negative outcome noted for the patient; the patient did not have any withdrawal symptoms; just worsening of pain. Following the revision, the patient's dose was reduced and the patient was kept overnight for observation. The device system was used to deliver fentanyl 10,000 mcg/ml; the daily dose was 8000 mcg/day. Additional information has been requested. A follow-up report will be sent if additional information becomes available.